Event description:
It was reported that the patient expired. The patient was found unresponsive in their home after experiencing pulseless electrical activity. The patient was brought into the intensive care unit and intubated. It was noted that the patient also experienced melena and multi-organ failure. On (B)(6) 2017 the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.